Event description:
It was da vinci si myomectomy procedure, the wrist on the monopolar curved scissors (mcs) instrument broke apart. There were no missing or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a broken tube extension and missing a piece at the proximal clevis interface. The clevis was dislodged from tube extension. Engineering concluded that the tube extension likely broke due to excessive side loading. The instrument also passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the cracks in the instrument's main tube, found during secondary failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.